Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages were observed. System controller history interrogation revealed multiple low flow and driveline disconnect alarms. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed speed decelerations lower than the low speed limit (lsl) and pump stoppages between (B)(6) 2017 while connect to the mobile power unit (mpu). Also observed were low flow events on (B)(6) 2017. X-ray images did not reveal obvious areas of concern on the driveline. The patient was provided an ungrounded power module patient cable and was discharged. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. The report of pump stoppages as well as low flow and driveline disconnected alarms were confirmed through the evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured low speed advisories and hazards from (B)(6)2017 at 11:39:44 pm through (B)(6)2017 at 11:29:05 pm when the pump speed dropped below the low speed limit. All events occurred while the patient was connected to the mobile power unit. Additionally, this log file captured low flow hazard alarms between (B)(6)2017 and (B)(6)2017 when the estimated flow dropped below the low flow threshold of 2.5 lpm. The submitted x-rays were unremarkable. The patient remains ongoing on vad support and no further events relating to pump stoppages have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.